Event description:
The user facility reported that the tracheostomy tube was checked for leaks prior to intubation; no leaks were detected. After an unk amount of time in use, a routine cuff check was performed and the device was found leaking at the pilot balloon. No adverse effects to the pt were reported.

Manufacturer narrative:
MFR device eval: smiths med has rec'd the sample device. A full eval is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths med will file a f/u report detailing the results of the eval once it is completed.